Manufacturer narrative:
(B)(6).

Event description:
The patient stated that she received erroneous results when testing with a coaguchek xs meter. The serial number of the meter was asked for, but was not provided. At 8 a.m., the patient tested a sample on the meter and the result was 3.9 inr. The patient then tried re-testing, but received an error after applying blood to the test strip. At 8:30 a.m., the patient tested another sample on the meter and it resulted as 2.9 inr. The patient stated that test strips were dosed within 15 seconds, but she stuck her finger prior to the countdown occurring on the meter. The patient stated that she did have to squeeze excessively to collect a blood sample. No adverse events were alleged to have occurred with the patient. The patient did not receive any treatment based on the meter results. The patient's current condition is normal. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every two weeks. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient did not have any changes made to her coumadin dose. The patient has had no changes in diet, medications, and no new illnesses. The patient eats a salad every day. The patient did not have a special or unusual diet. The patient did not have any symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.